Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The customer¿s blood glucose level was 96 mg/dl at the time of the incident. Customer was unable to rewind the insulin pump. The customer reported that displacement test failed two times. The customer was advised the insulin pump needed to replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, occlusion, and self tests; it failed prime/seating, force sensor tests due to the electronic assembly. Upon further review of the unit's interior, there were no signs of previous moisture or corrosion on the electronic assembly or the home motor switch. The unit did return a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast during prime/seating once. This is due to the force sensor cable incompletely plugged in. Motor was tested outside unit, and it passed.